Event description:
The reporter stated that there was cracking of stopcocks. One sample had "come apart" and another was "cracked." This occurred when the clinician was "flushing during the initial setup when it popped apart (not after infusions)." There was no pt injury or treatment associated with this event.

Manufacturer narrative:
There was no visual evidence of cracking observed on either of the two returned samples. One sample was unused. No sample of the cracking issue was returned. The used sample had the plug separated from the body of the stopcock. Examination of the ring of the plug indicated that the plug had been fully seated in the body. The plug was reassembled into the body and tested. The plug remained seated at 45psi and the force to remove the plug exceeded the minimum requirement. Medex is currently unable to determine the exact cause of the plug unseating; however, this stopcock is rated to hold a maximum of 45psi and if that pressure is exceeded, the plug may become separated. Medex was able to confirm the sepration issue and determine a possible cause. The plug and body of the stopcock can separate as a result of over-pressurization during the flush. Review of the complaint database showed that this was the second reported occurrence of this incident in the last 12 months. The cracking issue could not be confirmed nor could a possible cause be determined without returned product evaluation. No additional action is necessary at this time. Medex considers this MDR closed with this report.